Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 3 minutes, 10 minutes and 2 minutes respectively: 1. 254 mg/dl, hi (result over 600 mg/dl) and hi (result over 600 mg/dl) 2. Hi (result over 600 mg/dl) and 56 mg/dl) 3. 56 mg/dl and 151 mg/dl results of hi and 56 mg/dl were not duplicated. The readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.